Event description:
As reported by an edwards lifesciences affiliate, regarding an implant of a 29mm sapien 3 valve in tricuspid position by right femoral venous approach as a valve in valve within a non edwards surgical valve. Approximately 6 years after the implantation, the patient underwent intervention for a valve in valve in valve due to halt of the sapien 3 valve. A new sapien 3 valve was implanted within the pre existing sapien 3 valve with plus 2cc, post dilation with plus 4cc and further dilation with 28m by 4.5cm non edwards balloon. The result was good, with reduction in gradient, velocity and no complications. According to the physician, the duration of the valve was good and there is no complaint of any failure for the valve after 6 years.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections: b5, d6, g3, g6, h2, h6 component code, impact code, clinical code, device code.

Event description:
Updated description with additional information received: as reported by an edwards lifesciences affiliate, regarding an implant of a 29mm sapien 3 valve in tricuspid position by right femoral venous approach as a valve in valve within a non-edwards surgical valve. Approximately 6 years after the implantation, the patient underwent intervention for a valve in valve in valve due to halt and leaflet immobility of the sapien 3 valve. A new sapien 3 valve was implanted within the pre-existing sapien 3 valve with plus 2cc, post dilation with plus 4cc and further dilation with 28m by 4.5cm non-edwards balloon. The result was good, with reduction in gradient, velocity and no complications. The patient was noted as to be discharged the day after the procedure. No calcification observed on CT. The patient presented soboe, fatigue and ankle swelling. Noac treatment in 2018 that was switch to warfarin after the halt was detected. According to the physician, the duration of the valve was good and there is no complaint of any failure for the valve after 6 years.

Manufacturer narrative:
The device remains implanted in the patient. No imaging was provided for review. The reported event were unable to be confirmed due to unavailability of medical records nor applicable imagery was provided. Due to unavailability of the devices serial number, DHR review was unable to be performed to determine if a manufacturing non conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. It should be noted that a sapien 3 thv was deployed in tricuspid position. The s3 thv with the commander ds is only indicated for replacement of native aortic valve, bioprosthetic or surgical aortic valve, therefore, this was off label operation. Thickened leaflets may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Calcification), non-structural dysfunction (e.g. Pannus), thrombosis (formation of blood clots on the valve) or endocarditis (bacterial inflammation). Due to insufficient information, a definitive root cause is unable to be determined. As the leaflets were thickened, it could affect the function/ suboptimal coaptation of leaflets resulting in leaflet motion restriction. As such, available information suggests that patient factors (leaflets thickened) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.